Event description:
It was reported that in march the patient had their battery replaced for their stimulator due to end of life and it was a simple replacement. It was later reported that the patient had shocking and jolting in the past and the implantable neurostimulator (ins) was replaced due to this issue. It was further noted that no jolting was reported.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 748951, serial# (B)(4), product typel: extension. Product ID: 3998, lot# v004644, product type: lead. Product ID: 74002, lot# n240205, product type: adapter. Product ID: 748951, serial# (B)(4), product type: extension. (B)(4).